Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Asymptomatic and inadequate bone quality/bone quantity were reported. Bone quality at the time of implant failure was type IV. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed.